Manufacturer narrative:
The icy catheter involved in the reported complaint will not be returned for evaluation because the customer has disposed of it. Therefore physical investigation could not be performed and the root cause could not be determined.

Event description:
On (B)(6) 2024, ivtm therapy for the cardiopulmonary arrest (cpa) patient began using the icy catheter (lot unknown). On (B)(6) 2024 in the evening, it was noticed that the saline in the saline bag had decreased by about 100 ml during the rewarming phase of ivtm therapy. The dwell time was about 1 day. It is unknown if the catheter was replaced to continue therapy. No impact or consequence to the patient.